Event description:
The sidearm on the sheath fell off.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the sheath was returned with the sidearm separated from the barb of the sheath. The collar was not returned with the sample. Microscopic examination: light optical examination of the compression rings on the proximal end of the sideport tube revealed that the tubing had been inserted onto the barb of the sheath. The presence of these lines on the tubing are a clear indication that the assembly of the unit was performed within the mfg guidelines. Dimensional examination: the outer diameter of the barb was found to be within dimensional specification. Although the exact cause for the sidearm separation could not be determined, it is thought that the sideport tubing may have been stressed beyond the fourt pounds tolerance for pull strength.